Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer's husband reported that following an intraocular lens (iol) implant procedure two months ago, his wife has been experiencing some issues with night time driving. She describes it as a red bar of light that is right across her vision, and is more noticeable when looking at on coming car headlights. The issue is causing difficulty driving. Additional information has been requested.